Manufacturer narrative:
Upon completion of the investigation, it was noted that the pump (B)(4) was flowing normally (no alarm) up until the MRI examination on (B)(4) 2016. The pump interrogation after the MRI was reporting a ¿hardware failure [11]¿. The last refill was performed on (B)(4) 2016; its corresponding transaction log was not available at the time of the pib (problem investigation board). The pump interrogation was performed during field visit by means of a hardware technician key. The values obtained were consistent with the expected status and sensor measurements. The corresponding temperature measurement was 33.125°c and the fls frequency measurement is 274238 hz which corresponds to 17.94 ml. Those data were discussed during a pib meeting. Based onto the information provided, the board concluded that the pump errors flags could be cleared and that the physician could resume the medication. The pump errors were successfully cleared using a technician hardware key plugged in the physician¿s cu, a self-test has been forced. The physician restarted the program. The pumps status, error and sensors were checked after the program restarts and seems consistent. A DHR review was performed for the medstream pump 91-4200 sn# (B)(4), (lot# clfcy1), and it was observed that the lot met specifications when released to stock on june 11th, 2010. The transaction log of pump interrogation performed on january 26th 2016 showed that the pump had triggered a hardware failure[11]. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
(B)(4). The patient performed a MRI without informing the surgeon. After the MRI the pump blocked and in alarm.the flow is minimum, there are no emergencies but is necessary that to reactive the pump asap.